Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced periumbilical abdominal pain, thick foul-smelling pus, chronic abscess cavity, left lower quadrant abdominal pain, abdominal wall abscess in the area of previous mesh repair, mesh was central to abscesscavity, mesh unincorporated within the abdominal wall abscess cavity. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included irrigation and debridement of abdominal wall abscess, mesh exposed in base of wound, debridement of soft tissue to include skin, subcutaneous tissue, dermis and muscle, excision of unincorporated mesh, wound opened with thick, foul-smelling pus.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced periumbilical abdominal pain, dark bloody purulent foul-smelling pus, chronic abscess cavity, abdominal wall abscess in the area of previous mesh repair, mesh unincorporated within the abdominal wall abscess cavity, infection, foreign body in patient, dense fibrotic reactive tissue, mesh free floating, pain and cellulitis. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included irrigation and debridement of abdominal wall abscess, mesh exposed in base of wound, debridement of soft tissue to include skin, subcutaneous tissue, dermis and muscle, excision of unincorporated mesh, wound packed, and removal of foreign body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced left lower quadrant abdominal pain, abdominal wall abscess in the area of previous mesh repair, foul-smelling pus, irrigation and debridement of abdominal wall abscess cavity, mesh was central to abscess cavity, mesh was unincorporated within the abdominal wall abscess cavity and excision of unincorporated mesh. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, h4, h6 (patient codes, imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced inflammation, adhesions, periumbilical abdominal pain, dark bloody purulent foul-smelling pus, chronic abscess cavity, abdominal wall abscess in the area of previous mesh repair, mesh unincorporated within the abdominal wall abscess cavity, infection, dense fibrotic reactive tissue, mesh free floating, pain and cellulitis. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included CT scan, medication, use of drain, mesh revision, irrigation and debridement of abdominal wall abscess, mesh exposed in base of wound, debridement of soft tissue to include skin, subcutaneous tissue, dermis and muscle, excision of unincorporated mesh, wound packed, and removal of foreign body.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced periumbilical abdominal pain, dark bloody purulent foul-smelling pus, chronic abscess cavity, abdominal wall abscess in the area of previous mesh repair, mesh unincorporated within the abdominal wall abscess cavity, infection, foreign body in patient, dense fibrotic reactive tissue, mesh free floating, and cellulitis. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included irrigation and debridement of abdominal wall abscess, mesh exposed in base of wound, debridement of soft tissue to include skin, subcutaneous tissue, dermis and muscle, excision of unincorporated mesh, wound packed, and removal of foreign body.

Manufacturer narrative:
Additional info: b7, d10 (permasorb lap fixation device product ID: 0113092 lot number: cvrj0009 expiration date: 2008-10), h6 (updated codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced left lower quadrant abdominal pain, abdominal wall abscess in the area of previous mesh repair, foul-smelling pus, irrigation and debridement of abdominal wall abscess cavity, mesh was central to abscess cavity, mesh was unincorporated within the abdominal wall abscess cavity and excision of unincorporated mesh. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced left lower quadrant abdominal pain, abdominal wall abscess in the area of previous mesh repair, foul-smelling pus, irrigation and debridement of abdominal wall abscess cavity, mesh was central to abscess cavity, mesh was unincorporated within the abdominal wall abscess cavity and excision of unincorporated mesh. The device had been used with a permasoft laparoscopic. Post-operative patient treatment included revision surgery.